Manufacturer narrative:
The reported event of fluctuating sensing values was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray inspection of the lead revealed no anomalies.

Event description:
It was reported that fluctuating sensing values were observed on the right ventricular (rv) lead during the implant procedure. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.